Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for more than 80 colony forming units (cfus) of the following germ: coagulase-negative staphylococci. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Olympus hmi results 1st sampling: non - conform: sampling date: 15-apr-2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: acinetobacter radioresistens; micrococcus luteus/lylae; metabacillus idriensis. Olympus hmi results 2nd sampling: conform: sampling date: 08-may-2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: micrococcus luteus/lylae; aerococcus spp; cytobacillus horneckiae; bacillus species; paenibacillus provencensis. The device was evaluated where no abnormalities were found that could have led to the reported event. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to user the event can be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."¿ "in general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed." ¿never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.